Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.

Event description:
On (B)(6) 2010, a (B)(6) female pt with a diagnosis of spondylolisthesis, underwent a primary one level fusion surgery at l4-l5. As the surgeon was loading a second screw on the sequoia modular screwdriver, he noticed that a portion of the driver's tip had broken off. The disassociated piece was located on the sterile barrier and retrieved without problem. There was minimal surgical delay and no harm to the pt. This malfunction has been associated with an adverse event in the past.